Event description:
Patient arrived to clinic on (B)(6) 2025 due to back-up battery fault alarms. Damage also noted to bend relief of white power cable. Log files sent to abbott indicated the battery was losing connection to internal controller cable. Primary controller replaced due to damage.